Manufacturer narrative:
The sample was returned for analysis, the balloon inflated and deflated normally. During the patency test, the distal lumen was found to be occluded with blood. The cause of this complaint is undetermined.

Event description:
Resistance was met during insertion of the wire and afterwards the catheter could not be used. No patient harm or ill effects were associated with the incident which occurred in the cardiac catheterization laboratory.